Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the single port (sp) instrument arm drape detached during draping process. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the drape ring above the drive had the issue and was replaced with a new one.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument draper involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument arm drape was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument arm drape was placed on the in-house system and passed recognition and engagement without any issues. The drape spin test was performed and passed. The inner and outer labyrinth stayed intact and there was no abnormal noise or friction observed when rotating the instrument drives 180 degrees in both directions. The accessory was fully functional. A visual inspection found no damage.